Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 327 mg/dl with large ketones. Reportedly, the user noticed small air bubbles in the tubing. The user successfully primed the tubing to remove air bubbles. Additionally, the user inserted a new site and resumed insulin therapy. A follow up with the user indicated that the user's blood glucose level was 376 mg/dl with moderate ketones. The user addressed bg level with manual injections; however, stated that bg level was not lowering.